Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Piece of metal has come out of the toothbrush head...noticed it in mouth - oral-b [device breakage] case narrative: male consumer via e-mail stated that a piece of metal came out of the oral-b toothbrush head. He noticed it in his mouth. No injury was reported.